Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery (lad) and mid ramus. Pre-dilation was performed with a 2.00 x 12 mm non-compliant (nc) balloon. A 2.50 x 32 mm promus premier drug-eluting stent was deployed at 16 atmospheres for 10 seconds and post dilated with a 2.50 x 12 mm nc balloon. A distal stent edge dissection was observed and believed to be caused by lipid rich plaque. The dissection was further described as type b and flow limiting. The dissection was covered with a 2.25 x 12 mm promus premier stent and the procedure was completed without any further patient complications. The patient fully recovered and was stable post-procedure.